Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated. Attachment user facility medsun uf/importer report.

Event description:
User facility medsun (uf/importer report # (B)(4)) report received, stating: failed to deploy and needed to cutdown to the right femoral groin to repair the femoral artery. What was the original intended procedure?: left iliac stent placement and left femoral endarterectomy. What problem did the user have: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the cause of the difficulty cannot be determined. In this case, it is possible a suture retrieval issue occurred. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: corrected date of event from 2/1/2025 to 2/17/2025. E1: initial reporter updated from unknown to physician: (B)(6).